Event description:
It was reported that a novum iq syringe pump underinfused during infusion. Vancomycin 59 mg/11.8ml dose was infused using a 20 ml non-baxter syringe. The nurse responded to infusion complete alarm and noted there was 3ml still remaining in syringe. The pump screen displayed 11.8 ml was administered. The nurse states there was exact amount in syringe when infusion was programmed/started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.